Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: "my tech noted multiple issues today with the 20g angiocath stating it is auto retracting or the needle is getting stuck and she is having trouble retracting." (B)(6) 2025 - date of initial findings. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None at this time.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4341713, 4305281 and 4141827. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.